Event description:
A system operator reports one pt who is overcorrected following a conventional refractive procedure. This report is for the left eye, the right eye was reported under MFR #1061857-2007-00164. Add'l info was provided and indicated at two months post-op, this pt exhibited a -1.75 diopter overcorrection in the left eye. The surgical plan for this pt was for a monovision outcome and the target for the left eye was -2.00 diopters. At two months post-op the left eye was -.25 diopters. Bcva remained the same as pre-op throughout the post-operative period, 20/20. Approx,two months following the initial surgery, an enhancement was performed on the left eye. Nineteen days post-enhancement, the ucva was 20/100. No other info was available.

Manufacturer narrative:
The investigation, including root cause determination is in progress.